Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. It was reported that the screen did not save projection images. A philips field service engineer (fse) inspected the system onsite and could not replicate the reported issue. Analysis of the log file did not show any geometry or database malfunctions. The fse recreated the patient database and calibrated the geometry. The system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In the event that this error occurs due to too much data being stored on the system, the user is able to delete examinations in order to create more space and continue imaging. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not save projection images. No harm was reported to philips. Philips has started an investigation of this complaint.